Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module and the o2-cell were replaced and returned for investigation. The air gas module regulates the inspiratory air gas flow to the patient and the o2-cell is measuring the oxygen concentration. The reported failure of the flow transducer test in pre-use check was not reproduced during simulated use test of the returned air gas module and the o2-cell in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. Evaluation of the received device logs shows that the matching event on september 15 16:52. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).